Event description:
Procedure type: laparo cystoprostatectomy. According to the reporter: the balloon ruptured after inflation. However, the procedure could be continued without replacing the device. The surgeon states the balloon might have been damaged by friction since the patient's fascia was hard. No bleeding. Tissues damage: unknown. Nothing fell into cavity. No patient harm. Operating room time extension: unknown. After the balloon ruptured, it was confirmed through an endoscope that no broken piece was remained in the cavity.

Manufacturer narrative:
(B)(4).